Event description:
It was reported that the patient presented in clinic after receiving a vibratory alert for low, out of range, hv lead impedance. During hv lead impedance testing, the patient began to feel unwell, very pale, shaking and sweaty due to a vasovagal episode brought on by a low pacing rate from the device. Shortly afterwards, noise was seen on the right ventricular channel when patient moved up off the ground. Small amounts of noise were reproducible with isometric testing. Subclavian crush was suspected due to the patient participating in high intensity exercise. The lead and device were explanted. The patient was fine post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of noise low hv lead impedance was confirmed in the laboratory via review of device image. The device was tested on the bench and using automated testing equipment and no anomalies were found. The cause of the field event could not be determined.